Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: description summary: the nurses found a hair sealed into the IV extension set.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample in open packaging, and one (1) photograph were provided for evaluation. The photograph as visually inspected, and it was observed that a sealed blister containing an extension set had a single hair trapped between the label and the blister. Upon evaluation of the returned physical sample, it was confirmed that the hair was located inside the blister and caught between the label and the blister. Based on the investigation finding, the sample was not within internal specification; therefore, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the manufacturing/packaging of the product. Procedures are in place to mitigate foreign matter in the manufacturing area. These include specified procedures for workstation cleaning and for proper garbing processes. Although our training procedures ensure that all our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good lot number. Therefore, no formal corrective action is warranted at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.